Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified deformation of the device, creases fold, brown particles, wear abrasion and observed 40 mm dark patch edge material inside gel device. Weight of the device is within specification. Voids and cloudiness in the gel were observed after autoclave cycle. The unit is not ruptured. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "rupture." Device has explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture." This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "rupture." Device has explanted.